Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported they were checking the PICC dressing and noticed, right below the purple butterfly, the catheter narrows, as if it has been stretched. The dressing remains occlusive, the catheter is secure and doesn't move, and there is no leaking of any fluid. Additional information received stated the catheter slipped out of the purple butterfly hub. There was no medical intervention other than the PICC was removed. PICC replacement was attempted but was unsuccessful.

Manufacturer narrative:
The device history record (DHR) review shows that the lot was manufactured according to standards and that there were no discrepancies that could be related to the reported event. Based on review, it is concluded that the lot was released according to product requirements. Additionally, the lot number was reviewed for non-conformances (ncrs) associated and it is determined that there are no ncrs related to this lot number. One photo and fourteen samples were received from the customer for evaluation. It was observed that three samples showed signs of use and the other eleven samples were new and unused. Visual inspection revealed that 2 of the used samples had the butterfly detached from the catheter. Only the three used samples showed the reported condition. This complaint has been confirmed as manufacturing related issue. The root cause, contributing factors, and corresponding actions will be defined in a corrective and preventative action (CAPA). At this moment, the CAPA is currently opened. An awareness was performed using the training system for the manufacturing personnel. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.